Event description:
A valiant stent graft delivery system was inserted into a patient for the endovascular treatment of an unknown size thoracic aortic aneurysm. Vessel morphology was not reported. It was reported that the abdominal stent graft kinked during the procedure. No additional information has been provided. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (kink), (lack of information) evaluation, conclusion: (lack of information).